Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an syringe not recognized was not determined because no products or device logs were returned.

Event description:
It was reported tha customer biomed had a work order that stated the syringe module ¿does not recognize syringe¿. It was repoerted the customer was using a momoject 3ml syringe. Phamracy states they medication labels are "flagged to the side" when placed on the syringe. This was reported to bd representatives during their site visit. There was no information on patient involvement.